Event description:
It was reported in the journal of neurointerventional surgery that a stroke in the territory of the stented artery occurred beyond 30 days. Imaging did not demonstrate any in-stent restenosis (isr). No additional information is available.

Event description:
It was reported in the journal of neurointerventional surgery that a stroke in the territory of the stented artery occurred beyond 30 days. Imaging did not demonstrate any in-stent restenosis (isr). No additional information is available.

Manufacturer narrative:
The subject device remained implanted; therefore, physical analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the wingspan device malfunctioned. Stroke is a known and anticipated complication associated with these types of procedures and is listed as such in the direction¿s for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.